Event description:
We received this complaint through an international distributor. They reported that the original report from their end customer stated that the battery became stuck when they first attempted to use the unit. Subsequently, the distributor reported that the defibrillator unit would not power up. The device reportedly failed prior to use on patients.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator. The customer returned the actual device involved for evaluation. The customer, an international distributor, is not the end user. The customer originally reported that the battery would not come out. Subsequently, the distributor noted that the unit would not power up. The investigation confirmed the reported inability to power up. The customer did not return their battery, but there were no battery fit issues using a known good battery. Troubleshooting isolated the cause of the power up failure to transistor q15 on the power supply board. Q15 is part of the circuit that provides 5-volt power to the device. The 5-volt power line only measured 1.15 volts. The q15 transistor had an internal failure that resulted in a short between the gate and the source. There have been no recorded previous instances of an internal failure of q15. Factory service replaced the power supply board to restore normal operation. The unit passed acceptance testing and we returned the unit to the customer.